Event description:
It was reported that the user experienced hyperglycemia while setting up a new dexcom g6 sensor and transmitter that initially did not pair, after which the user confirmed sensor warmup and later successful cgm connection with guidance to verify g6 settings and reenter the pairing code and transmitter serial number. Symptoms included no reported clinical symptoms. Outcomes included continued monitoring, user-initiated correction via manual bg entry and planned infusion set change, and improvement of glucose from 366 mg/dl to 248 mg/dl trending downward, with no need for outside assistance or medical intervention. Investigation included customer support troubleshooting and education on cgm pairing and monitoring. Investigation of this case revealed that the cgm pairing delay resolved with correct configuration and confirmation of codes, while the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.